Event description:
The customer reported that his olympu hf unit was producing an e4 error code during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was noted that a change of high voltage generating card was made to measure output power. The equipment was found operating within normal parameters. However, the retaining tabs on the front panel were found broken and will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that this event occurred during a therapeutic procedure. It was completed without any patient harm by changing out the equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported e433 error code. The e433 error code is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. The following are potential causes of the e433 error: 1) the user activates the foot switch while the generator is booting (temporary error caused by user action). 2) faulty foot switch (temporary error). 3) faulty foot switch (temporary error, faulty reed contact). 4) defective cable connection between hvps board and generator board (temporary or permanent error). 5) defective generator board (permanent error). 6) defective hvps board (permanent error). 7) defective motherboard (ntc1, permanent error). 8) defective motherboard (adc, permanent error). 9) defective relay board (permanent error) in the case of permanent error patterns, it can be assumed that only one component is faulty. The investigation also noted that generator boards with error e433 had a destroyed transformer (tr1). This was thought to be the most likely cause of the error. An improved generator board was introduced into production in mid-july 2020. A definitive root cause for the reported error code was not established. Olympus will continue to monitor field performance for this device.